Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the site was painful, inflamed and fluid was observed. The patient consulted the family's doctor, who prescribed antibiotics (phloxapen) to be taken 4 times a day. The patient visited the hospital after 5 days as the pain remained, where was put through blood and radiology tests and was prescribed 2 new antibiotics (clindamycin and ciprofloxacin).